Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery many times throughout the past 24 hours. The patient would attempt to program a bolus but delivery would stop at some point. The patient's blood glucose at the time of incident was 250 mg/dl. However, the patient's current blood glucose is 409 mg/dl. The customer has manual insulin injections available for use. Troubleshooting was initiated for the no delivery alarm. The customer attempted to prime but insulin did not exit the tubing and the device alarmed no delivery. The customer removed the reservoir, rewound the insulin pump, reinserted the reservoir, and attempted to push insulin through the tubing with a plunger. However, insulin did not exit with the plunger push. The customer was advised that the no delivery alarm was caused by the infusion set and reservoir connection, and that she should change her compete set. No products were returned or replaced.